Manufacturer narrative:
Combination product: yes, the device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Loss of capture on rv lead with additional episodes of oversensing and under-pacing was reported. Patient had dizzy spells. Patient was admitted to critical care unit and will undergo lead revision when appropriate.